Event description:
It was reported that the etrak 2500l system was not tracking accurately during a case. The issue was corrected over the phone and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative peformed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.